Event description:
It was reported that a patient¿s generator was replaced due to end-of-service. The explanted device was received on 06/15/2017. A returned product form was received providing that the device was defective. Analysis of the device is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. There was no indication that an end of service condition existed. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. The device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found.

Event description:
Follow-up from the physician provided that on (B)(6) 2017 the patient had reported a couple of seizures. The physician noted the age of the device and referred to the neurosurgeon for replacement although the device was not at end of service. The vns was replaced and as-of the (B)(6) 2017 visit they reported no seizures for 2-3 months.